Event description:
A report was received on 12 Jul 2026 from the caregiver of a 50 year old male with a medical history including end stage renal disease, who stated an unspecified amount of blood leaked from the cartridge during a home hemodialysis treatment on (b)(6) 2026.Additional information was received on 15 Jul 2026 from the home therapy manager (HTM) who stated the patient observed the leak after treatment was terminated. Per the HTM, the patient did not experience any symptoms and there was no medical intervention required due to the event. Per the HTM, the patient plans to resume treatment with the NxStage system.

Manufacturer narrative:
The involved cartridge was not returned for evaluation. A Device History Record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The Instructions for Use states "Check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.UDI: (b)(4).